Event description:
Reported that during implant, impedance was too high (> 4000 ohms) and that handling of the lead was not normal because several insertions and extractions were needed. This lead was not implanted; there were no further patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) helix/lobe distorted/bent; (B) (4) full lead.